Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, paradoxical motion from the instrument tips when the sureform 60 stapler instrument was initially inserted into the patient. The surgeon fully rotated the sureform 60 stapler instrument on its axis and was able to then manipulate it properly and fire the staple. The sureform 60 stapler was withdrawn, reloaded, and reattached to the arm. The sureform 60 stapler would not engage. The sureform 60 stapler was removed, and the drape was unattached and reattached. The sureform 60 stapler would still not engage. Another instrument from the field was attached to the same arm and engaged properly. The customer obtained another stapler afterward. It was attached to the arm without issue, and they proceeded with stapling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: paradoxical motion was clarified as ¿when surgeon tried to aim tips down, they went up. When he tried to aim tips up, they went down.¿ the issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale were appropriate to the instrument. The timing of instrument movement was appropriate. There was friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were not any external collisions. There was one episode. The surgeon was attempting to staple the stomach during the gastric sleeve procedure. It was the initial stapling attempt using this device. The surgeon said that he rotated the stapler completely on its axis, brought it back to normal orientation, and was able to staple. The stapler was removed, reloaded, and attempted to be reattached to the robot arm but would not engage. The drape was not saved since multiple successive instruments were engaged without difficulty. There was no injury. There was a cursory inspection of the instrument. It was brand new out of the box and nothing untoward was observed. There was no difficulty loading the staple cartridge. The issue occurred approximately 10-15 minutes after the robot docking.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler instrument had non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and placed on system and passed initialization after removing a lodged staple within the I-beam window. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamp and fire test passed. The complaint regarding stapler non-intuitive motion was not confirmed based on failure analysis. Further failure analysis performed. The compliant regarding engagement was replicated. The stapler was placed on an in-house system with a brand new reload. The stapler failed initialization on every attempted reaching 30% initialization completion before faulting. The reload was removed in order to manually drive the I-beam forward. Failure analysis found the primary failure of initialization failure to be related to the customer's second reported complaint. Additional observation: upon further failure analysis, a staple was observed to be stuck in the I-beam indicator window. Once the staple was removed, the stapler was re-installed and passed initialization. The reload was fired on test sheet. Firing completed successfully and the staple formation appeared proper. The likely cause of initialization failure was a lodged staple in the I-beam path. No I-beam damage was observed. Failure analysis found the additional failure of a lodged staple to be related to the customer's second reported complaint. The root cause of lodged staple is attributed to a component failure. Logs revealed four installation attempts with hi-drivetrain friction, and the stapler was never used again, likely from the result of the lodged staple causing initialization failures. The complaint regarding the sureform 60 stapler instrument had paradoxical motion was not confirmed by failure analysis. The probable root cause of the sureform 60 stapler instrument had non-intuitive motion cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the sureform 60 stapler instrument found instrument was placed on system and passed initialization after removing a lodged staple within the I-beam window. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamp and fire test passed. The probable root cause of the initialization failure is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.